Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has had cartridges that were "rejected" by the pump. There was no reported impact to the customer's blood glucose levels. Although requested, additional information was not provided.